Manufacturer narrative:
Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The white foreign material came from the component of the silicone based on a component analysis. The exact cause of the reported phenomenon could not be conclusively determined. Based on the results of the investigation, omsc surmised that the white foreign material came from the component of chemical solution such as defoaming agent remained after the reprocess.

Event description:
During the evaluation by olympus medical systems corp. (Omsc), it was found that the white foreign material adhered to the nozzle of the distal end of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.